Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. The post market surveillance department is in the process of reviewing medical records associated with this event. The death certificate lists cause of death as cardiopulmonary arrest due to cardiomyopathy and hypertension. The plant investigation is in progress. A supplemental MDR will be submitted upon completion of these activities.

Event description:
A user facility reported that a patient expired a little less than 2 hours after the hemodialysis treatment was initiated. During the course of the treatment, the nurse was advised that the patient's blood pressure (bp) was 121/65, and the heartrate was 119. Although the heartrate was elevated, no hypotension noted. Approximately 80 minutes after the treatment was initiated, 100 ml normal saline (ns) was administered due to tachycardia, and ultrafiltration (uf) was turned off. The patient was evaluated and the bp was found to be 103/22, and the heartrate was 166. An additional 500ml of normal saline was administered. A little more than 5 minutes later, the patient became unresponsive with no pulse or respirations. The patient's blood was returned and cardiopulmonary resuscitation (CPR) was initiated, oxygen administered, and AED applied to analyze rhythm, and shock was not advised. Ems was called and another 500ml of normal saline was administered. CPR was continued until the paramedics arrived. Upon their arrival, the paramedics administered several medications and continued analyzing hr and response to breathing. However, the patient did not respond, and was pronounced deceased at 1725, approximately 2 hours after treatment begun. Follow-up information was provided by the clinic administrator (ca) who revealed that the patient had a history of cardiac disease and was described as being "very ill." This was the patient's 2nd treatment at their facility. The patient was a nursing home resident. The ca stated the patient was not usual self, prior to the start of treatment. There was no indication that a device malfunction occurred. The machine was removed from service after the event and the ultrafiltration (uf) pump was found to be out of specification by 0.2ml on the high side. The uf pump was re-calibrated and the device was returned to service without issue. No parts were replaced. All other fresenius products in use at the time worked as expected. None of the complaint devices in use at the time of this event are available for evaluation by the manufacturer.

Manufacturer narrative:
Manufacturing evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical engineer indicated that the ultrafiltration (uf) pump was found to be out of tolerance by ¿a bit.¿ the biomed calibrated the uf pump which resolved the issue. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: the patient medical records were provided by the facility on (B)(6) 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. The death certificate listed the patient¿s cause of death as cardiopulmonary arrest due to cardiomyopathy and hypertension. Aside from an extensive cardiac history, medical records also reveal the patient¿s ejection fraction was (B)(4). Medical records do not contain an autopsy report for review. Medical records reveal patient¿s bicarbonate level was low and potassium level was normal two days prior to this event. There is no documentation in the medical record that indicates a causal relationship between the 2008k hemodialysis (hd) machine and the patient¿s death. Although the uf pump was found to be slightly out of specification after the event, the small amount was thought to be inconsequential, and therefore not likely to have had a causal effect in relation to the event.

Event description:
Follow-up was provided by the biomedical engineer, who revealed that the uf pump was out of calibration by a bit. The clinical manager reported the uf pump was out of calibration by "2ml."